Event description:
Cpi received information that lead was removed from service due to a lead fracture. Unknown if lead was capped and remains implanted or whether it was explanted. Lead has not been returned for analysis.